Event description:
It was reported that plate tsa l&p80 rodac contamination occurred. The following information was provided by the initial reporter: "customer states plates are contaminated. Type of media (catalog and lot number): product 221288 lot # 2196138. Was media contamination noticed upon receiving or at a later time? Contamination noticed at later time, before use. Upon receiving: who is the distributor and what temperature was media shipped? Vwr received refrigerated with. At later time: contamination seen after receipt before use. Storage temperature of media? Are sleeves sealed during storage? Refrigerated upon receipt and kept in sleeves. Any recent temperature excursions? No. Was contamination noticed before or after inoculation? Before if after inoculation, were any patient results reported? If yes - MDR: na. Visual inspection. Bacteria or fungi contamination ¿ colony color? Looks bacterial. Location of contamination ¿ surface or sub-surface: surface."

Manufacturer narrative:
Updated lot number. H.6 investigation summary. This memo is to summarize findings regarding the complaint related to catalog number 221288, plate tsa l&p80 rodac 20 ea, batch number 2196138 and bd complaint number 6382747 for contamination. During manufacturing of material 221288), media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into rodac dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2196138 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2196138. Retention samples from batch 2196138 were not available for inspection. Twenty plates from batch 2196138 were returned as two unopened sleeves (20 plates) in the 20pack carton in a zip lock bag shipped in a box with paper padding and ice packs (carton 0246, time stamps 1132-1134). Plates were inspected and 3/20 returned plates had surface and subsurface bacterial growth. Affected plates were submitted to the ID lab and macrococcus caseolyticus, staphylococcus pasteuri, staphylococcus. Epidermidis and kocuria rhizophila were identified. Two photos also were received for investigation. One photo features a sleeve label from batch 2196138 for batch verification. The other photo shows the side of a sleeve with a yellow colony growing in one plate. This complaint can be confirmed for contamination. No complaint trends for contamination have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that plate tsa l&p80 rodac contamination occurred. The following information was provided by the initial reporter: "customer states plates are contaminated. Type of media (catalog and lot number): product 221288 lot # 2196138 · was media contamination noticed upon receiving or at a later time? Contamination noticed at later time, before use. Upon receiving: who is the distributor and what temperature was media shipped? Vwr received refrigerated with · at later time: contamination seen after receipt before use · storage temperature of media? Are sleeves sealed during storage? Refrigerated upon receipt and kept in sleeves. Any recent temperature excursions? No · was contamination noticed before or after inoculation? Before if after inoculation, were any patient results reported? If yes - MDR: na visual inspection · bacteria or fungi contamination ¿ colony color? Looks bacterial location of contamination ¿ surface or sub-surface: surface"